Event description:
A customer from the united states notified biomérieux of obtaining false resistant trimethoprim/sulfamethoxazole (sxt) when testing a patient strain of stenotrophomonas maltophilia, isolated from a urine sample, with the vitek® 2 ast-gn69 test kit (ref 413400). The customer repeated testing and received the same false resistant results. The customer sent out the strain to a reference lab, and they obtained a susceptible result. The customer reported that the patient was on antibiotics: cipro 500mg. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed for false resistant trimethoprim/sulfamethoxazole (sxt) results when testing a patient strain of stenotrophomonas maltophilia, isolated from a urine sample, with the vitek® 2 ast-gn69 test kit (ref 413400). The strain was submitted for investigation. The submitted strain was subcultured, and the identification was confirmed as s. Maltophilia. Testing included ast-gn69 cards from the customer's lot (5890790403) and a random lot (5890758403) as well as broth microdilution (bmd) as the reference method for sxt02n formulation on this card. 911750: the ast-gn69 cards tested resulted in resistant sxt mics >/=320 and 80, while sxt bmd mic </= 20, demonstrating essential agreement error with major category error compared to the reference method. The investigation recognized the strain as atypical.